Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypogylcemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, due to a resulting missed alert for a low glucose, the patient had a hypoglycemic event. Prior to the event the last cgm reading he saw was 120 mg/dl. He fell down on the floor after standing up, and went unconscious. He stated that he had not felt like he was going hypoglycemic before passing out. His wife called for an ambulance and he was taken to the hospital. At the hospital, about 40 minutes after the cgm reading of 120 mg/dl, his bg was 22 mg/dl. He was treated with IV glucose and discharged after two hours. At the time of the report he was feeling tired but stable. During the fall his receiver was damaged but there was no report of any injuries to himself. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.